Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 7 low flow alarms recorded beginning (B)(6) 2016. Two (2) suction alarms were logged on (B)(6) 2016. A sustained decrease in power consumption was logged beginning on (B)(6) 2016 to parameters below the normal operating range confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported low flow alarms can be attributed to external factors such as thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted inpatient on (B)(6) with subtherapeutic international normalized ratio (inr) of 1.3 and the pump thrombosed. It was stated that the pump was turned off, outflow graft was closed with amplatzer, and driveline was cut. According to the coordinator the patient was no longer on vad support. Patient was stated as "ambulating in the hallway and chatting with other patients and picking out dvds". It was further stated that the patient "feels well this morning". No additional information available.

Manufacturer narrative:
Correction: initial MDR date MFR rec: 2016-12-21. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced elevated lactate dehydrogenase (ldh) and low flows on (B)(6) 2016.